Event description:
It was reported that the atrial lead warning triggered due to low impedance and that the impedance had dropped in the last year. It was also noted that output had increased and that the device reached premature depletion prior the recommended replacement time (rrt). Therefore the atrial lead and device were explanted and replaced with a new lead and new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.